Event description:
It was reported by service report that the bed had intermittent power. On patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged sheathing, loose power prongs.